Event description:
It was reported that the patient underwent a fusion procedure. A broken screw was demonstrated on x-ray taken 3 or 4 months post op, and a revision surgery was performed shortly thereafter to remove the broken screw. A portion of the screw was left in the patient.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.